Event description:
It was reported by service report that the corner covers were broken, the fowler cylinder was leaking fluid and could not be lowered. The customer could not determine whether there was patient involvement or adverse consequences occurred.

Manufacturer narrative:
Evaluation results - fowler. Additional comments: this user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.